Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open low-anterior resection procedure, while firing the stapler on the rectum, the staples were malformed and did not form a b-shape. The device was difficult/unable to open after clamping over tissue and the jaws had to be pried off using another tool. They used another device to complete the case. Only one device had this issue but the account is returning 6 from this lot. Patient status was asked but unknown.